Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was experiencing discomfort (aching) at the ipg. Additionally, it was reported a plaster with local anesthetics was used but provided minimal pain relief. In turn, the pt underwent surgical intervention on (B)(6) 2014 to relocate the ipg to the abdominal area which resolved the issue.